Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a black screen. The customer stated the device was exposed to high temperatures but the black screen only lasted a few minutes and then went back to normal. Blood glucose value was 88 mg/dl. Customer was advised to monitor the insulin pump and call back if screen issue happens again.